Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved via troubleshooting. No parts have been received by the manufacturer for evaluation. Issue resolved via troubleshooting.

Event description:
A site representative reported that while outside of surgery, the fuses of the mobile view station (mvs) were open. The site representative reported that biomed has replaced the fuses in the mobile view station (mvs) of the imaging system to restore functionality. There was no patient present at the time of the issue.